Event description:
Boston scientific provided the following information: noise was seen on this rv lead as well as pacing inhibition. Patient complained of feeling lightheaded since april of this year. Unable to determine if inhibition was >2 seconds due to the random pattern of noise. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.